Manufacturer narrative:
Zoll medical corp evaluated the device and the device performed to specification. However, upon inspection the batteries returned with the device were found to be depleted. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.